Event description:
Invacare tbm alleged the (B)(6) in both (B)(6) have approximately 40 units with issues of the crossbrace holes not lining up. Half rails are not lining up. Invacare tbm will get a list of all serial numbers and call back in to get the issue resolved. No serials numbers at this time.

Manufacturer narrative:
(B)(4) this filing was a duplicate submission. Please reference manufacturer report # 1031452-2014-11330.